Event description:
Gcm received an email on 15-dec-2023 from shanghai renshu medical devices co., ltd. Regarding 4 transtar@84in (213cm) single monitoring kit (mx9505t) with lot# as follows: 4308942, 4308954, 4313146, and 4313146. It was stated in the report that these devices are not usable as the front interface is leaking, the value always drifts and cannot be used, unable to calibrate, no data displayed, the numerical value is unstable and keeps drifting. There was patient involvement, but no harm/adverse event reported. Esioco 15-dec-2023. Update: in clarification to above documentation, only 1 lot number (4308942) should be in this complaint, instead of 4: esioco 18-dec-2023.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Supplemental generated to correct previous report 9616567-2024-00002-001 due date. Aware date should have been 1/18/2024 with due date of 2/17/2024.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use the device was not usable as the front interface was leaking. The value always drifts and cannot be used, unable to calibrate, no data displayed, the numerical value is unstable and keeps drifting. There was patient involvement, but no harm/adverse event reported.